Manufacturer narrative:
No part was replaced during on-site troubleshooting. According to received information o2 sensors were interchanged between two servo-u and since then the issue has not reoccurred on any of the ventilators. Our investigation consists therefore only of device log evaluation. Received logs are from (B)(6) 2017 and do not cover the reported date of event. A search in the logs was however done to check if any oxygen concentration alarms have been generated. The search showed that alarm for low oxygen concentration was generated twice, both times preceded by an ¿o2 supply pressure low¿ alarm at the end of ventilation periods that had been ongoing for several hours. The search also showed that an alarm for high oxygen concentration was generated once at the beginning of a ventilation period that lasted for approximately 2 hours. This was preceded by low gas supply pressures alarms indicating that none of the gases were connected. This implies that the generated oxygen concentration alarms were caused by the fact that the gas supplies were disconnected at the start or the end of ventilations. The reported issue is confirmed in received movies. One showing a stop of ventilation and the other one showing lower oxygen concentration than set. But since no logs are available from that time and no parts were replaced during on-site troubleshooting, it is not possible to determine the root cause of the reported.

Event description:
(B)(4).

Event description:
A short film sequence was received showing that the ventilator stopped ventilating while it was connected to a patient. There was no patient harm. (B)(4).